Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an open incision. A revision surgery was performed, during which the physician suspected erosion and possible infection. The device was removed and replaced with a malleable prosthesis. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).